Event description:
It was initially reported by a nurse practitioner, that at a follow up visit, the patient was initially interrogated at unintended settings. The settings were characteristic of faulted diagnostics settings. The patient was also experiencing an increase in seizures. The nurse planned to titrate the patient slowly as the patient had been at lower settings for a while. Programming history for this patient was received and reviewed. A programming anomaly was identified. On (B)(6) 2011, the patient was interrogated at intended settings. Diagnostics were performed and a fault occurred. The patient was not re-interrogated at that appointment. At the patient's next appointment on (B)(6) 2012, the patient was initially interrogated at the faulted settings. At that time, the off time was reduced from 60min to 5min; the magnet mode output was increased to 1.25ma, and the signal frequencies were reduced from 500usec to 250usec. No other settings were changed. Diagnostics from that day were within normal limits. Information provided by the nurse indicated that the increase in seizures was first observed approximately 6 weeks prior to this report. The nurse was unsure of the cause of the patient's increase in seizures as the patient has numerous comorbid conditions; therefore she was unsure if the re-programming was a factor. No additional information was provided. While the nurse was unsure of the cause of the increase in seizures, the unintentional reduction in settings, is likely a contributory factor.

Manufacturer narrative:
Analysis of programming history.